Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to "operator error". The device used for the treatment, though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found inadequate as it did not include the instructions on how to properly apply and remove the male external catheter and to avoid negatively affecting the male external catheter adhesive. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the male external catheter had too much glue on the penis sheath which made the catheter difficult to remove, and also the urine did not drain into the tubing properly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheter had too much glue on the penis sheath which made the catheter difficult to remove and also urine did not drain into the tubing properly.